Event description:
The advocate called on behalf of the customer. She stated that the customer's glucose was tested and her contour meter read 76 mg/dl. The advocate did not mention why, but an ambulance was then called. The customer was taken to the hospital where her blood glucose was tested at 36 mg/dl. The advocate did not mention treatment, but most likely the customer was treated with glucose. The difference between the customer's glucose readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.